Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reet0306 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported via viedoc website "the vein was lacerated at insertion" add info rcvd (B)(6) 2020 : the vein was lacerated at insertion. Mild severity and related to the procedure. Outcome: recovered, no sequalae. The event occurred at the right side of the body. Action taken: second puncture.